Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that a variety of products were used during this procedure, including non-bsc devices, and none were successful in opening up the lesion due to the extent of the lesion. The patient went on to lose their leg as a result of the disease state, and there were no issues with the bsc products.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The lot number for this device is not known, however a ship history was performed and found the 3 most probably lots. The manufacturing batch records were reviewed for each lot and confirmed that the devices met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-06464 and 2134265-2017-06474. It was reported that the catheter became entrapped on the guide wire and the patient had an amputation. A sterling balloon catheter and v-18 control wires were selected for use in a peripheral angioplasty treatment procedure. During the procedure, it was noticed that the sterling balloon catheter and v-18 control wires kept getting "locked up" due to the extent of the vascular disease. After four hours of operation, the physician opted to stop the procedure and the patient later had his leg amputated. No further patient complications were reported.